Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. No intervention was performed. The patient condition was unknown.

Event description:
New information received indicated that additional post paced t wave oversensing occurred. No intervention was reported.

Event description:
New information received indicated that the device also potentially exhibited pacemaker mediated tachycardia (pmt). The physician was not sure if the issue was pmt or the patient had true arrhythmia. The patient was symptomatic. The physician elected to give the patient a halter monitor.